Event description:
A (B)(6) female pt called zoll customer support to report battery pack faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery pack faults) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to mismatched voltage of the battery tri-cells (2.986v, 3.840v and 2.912v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.